Event description:
A lead exchange procedure was performed due to a threshold increase. Should additional information be received, this file will be updated.

Manufacturer narrative:
Product cannot be found for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data or the lead fragment become available.